Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, it was found out that the cable was stuck in the cable tensioner. The cable was removed but remnants remained in the tensioner mechanism and were not removed. Procedure outcome was successful with minimal delay in obtaining a second set. Patient status was stable. This report is for one (1) cable tensioner. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: part: 391.201; synthes lot: p305522; supplier lot: p305522; release to warehouse date: october 04, 2004; manufacturing site: synthes monument; supplier: rti surgical. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation flow: device interaction/functional: service & repair evaluation: the customer reported the tensioner had a cable stuck in it. The repair technician reported the device had no visual issues but was on the vendor exclusion list and could not be repaired. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint device was sent to the supplier (rti surgical) for a manufacturing investigation. The results of that investigation are summarized below. Manufacturing investigation: returned to rti surgical was the following: product description: tensioner, cable, synthes; depuy-synthes part: 391.201; rti surgical part: 400-810; lot: p305522; qty: 1; manufacture date: september 22, 2004; revision level: l; de-puy synthes complaint number: (B)(4); depuy-synthes po number: (B)(4); rti notification number: (B)(4). Device was returned to rti surgical on november 30, 2018 on rga number, (B)(4). Inspection results for this device are as follows: quality assurance inspections confirmed that there are broken cable fragments lodged within the tensioner body. Probable root cause for the lodged cable fragments suggests that the chuck jaws were not fully opened prior to removing the cable from the tensioner. Failure to fully open the chuck jaws can result in the fraying of the cable and/or can cause cable fragments to tear off and become lodged within assembly. A review of past complaints has determined that, within the past two years, there have been six (6) confirmed complaints of the cable becoming stuck within these tensioners (400-810). The complaint rate for this occurrence based on total units sold for depuy-synthes from 2016-to-present is (B)(4). Date of manufacture: september 22, 2004, date of failure: november 5, 2018, 2018, days to failure: 5,157 days. A device history record (DHR) review was conducted and found that the device met manufacturing specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. This complaint will be logged for trending purposes. Risk analysis based on review of prior occurrence trending and the risk management section of the design history file (dhf) for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Conclusion: the received condition agrees with the complaint condition; the complaint is confirmed. While a definitive root cause could not be determined, a probable root cause of the complaint condition is that the chuck jaws were not fully opened prior to removing the cable from the tensioner. No product design or manufacturing issues were identified. Based upon the investigation findings, no corrective and/or preventative action is proposed. Corrected data: concomitant medical products, device evaluated by MFR. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.